Event description:
It is reported that while the knee replacement was taking place, due to positioning of the implant, the pt's toe was fractured. The pt states that a "disc thingy" in her knee is defective. It is further reported that the pt is experiencing extreme pain all of the time, ambulation difficulties, being crippled and her knee stays in a "l shape".

Manufacturer narrative:
Information was received on medwatch report # (B)(4). Evaluation summary: no devices or photos were provided; therefore, the condition of the components is unk. Operative notes were not provided. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. However, the complaint may be revised upon return of radiographs and/or product or further info. Eval: part and lot numbers are unk; therefore, the device history records could not be reviewed and compatibility could not be verified. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.